Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the tip of the fenestrated bipolar forceps (fbf) instrument slipped while grasping tissue, and the tips became misaligned. The instrument was inspected prior to use, and no damage or anything out of the ordinary was observed. The surgeon continued to use the instrument, as the fbf was still functional; however, a piece of the instrument tips then completely broke off and fell into the patient. All fragments were retrieved during the same procedure, and after retrieving the broken piece, it was checked against the instrument to be sure the broken piece matched the broken part of the fbf. At the time of the event, the surgeon was using the fbf for hemostasis during the process of separating and holding the colon tissue. The bleeding was observed from the colon, and it was normal expected bleeding as a part of the procedure. The bleeding did not occur due to the patient's anatomy, to unintuitive movement of an intuitive product, nor to the use of an intuitive product. The estimated amount of blood loss was unknown, and it was unknown if the patient received a blood transfusion. To control/resolve the bleeding and the instrument issue, a backup fbf was used. It took approximately 5 minutes for the operating room (or) staff to obtain a backup device, and the patient did not experience a serious deterioration and/or clinical instability due to the delay.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have a broken molded insulator. A piece approximately 0.123 inches x 0.356 inches in size was missing, and it was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.